Event description:
It was reported that passage of beads occurred into arteries adjacent to the targeted lesion, resulting in renal infarction. This dc bead device was selected for use during a procedure to treat hepatocellular carcinoma (hcc). During the procedure, undesirable reflux or passage of the beads occurred into normal arteries adjacent to the targeted lesion/tumor, or through the lesion/tumor into other arteries or arterial beds. As a result, renal artery reflux with small asymptomatic renal infarction occurred. No additional treatment or intervention was required. The event was resolved with sequela.

Manufacturer narrative:
D6a: date of implant: estimated based on event date that was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.